Event description:
Mother reported that the customer cracked the front screen of the insulin pump. It was noted that the customer fell while in the mountains and the insulin pump was damaged. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. It also had minor scratched lcd window, scratched case, cracked reservoir tube lip, and scratched reservoir tube window.